Event description:
While performing preventive maintenance, the manufacturer's field service engineer noted a 24/+-12v power fail occurrence in the device diagnostic log history. The customer did not report the occurrence during the ventilator's use and there was no patient harm reported. If a power failure of the ventilator occurs during operation, an audible alarm will activate. The service engineer replaced the power supply to address the finding. Applicable final testing was completed to operating specifications.